Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device mini tray was not working correctly. A field service engineer (fse) tested mini drawer 1.14, failed hardware test application (hta) testing. The fse removed engine, cleaned track, replaced engine and repaired drawer tested good in hta to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es baseor15 main drawer 1.14 mini tray was not popping out correctly. The customer confirmed that the drawer would eject the first tray properly, but on the next attempt to remove an item, the mini tray would extend fully to the end, exposing too many narcotics. However, there were no delay, adverse events or injuries reported based on this event.